Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 9.7 mmol/l.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error or excessive no delivery alarms noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, and a missing end cap sticker.